Manufacturer narrative:
Concomitant medical products. Model: 693165, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had undersensed a couple of beats within a monitored ventricular tachycardia (vt) non-sustained episode resulting in the episode to be classified as terminated when it had not. Follow-up with the patients clinic was completed. No reprogramming has been completed at this time and the device remains in use. No patient complications have been reported as a result of this event.